Event description:
It was reported that dc fibber induction test could not be performed until after several attempts it was finally successful. It was also noted that the hv lead impedance was measured to be normal but was later detected to be out of range while attempting to deliver shock therapy. The lead was replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.